Manufacturer narrative:
No anomalies were found on the archived samples of impacted monoject hypodermic safety needle 30g*1/2" ref 1183005, lot 02204010 checked. No hook, burrs or other cannula defects were found, and all archived samples are within product specification requirements for penetration test performed in accordance with iso 7864:2016 "sterile hypodermic needles for single use" - annex d "test method for measuring the penetration force and drag force for needles". It is unknown the handling of the product by the end-user. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"The customer reported that patients were complaining of pain when injecting the needle."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1), outcome attributed to adverse event (b2) and brand name (d1)" provided in the initial MDR 3014312726-2024-00199. The previously reported report type (b1) is adverse event and product problem, outcome attributed to adverse event (b2) is required intervention to prevent permanent impairement, brand name (d1) is sol m were incorrect. The correct report type (b1) is product problem only and brand name (d1) is monojet.